Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reappeared.